Manufacturer narrative:
H3: analysis of the axium coil found that the axium prime pusher was found broken at ~44.2cm from the distal end of the pusher with the release wire pulled. The release wire coin was found pulled back from the lumen stop. The implant coil was found detached from the pusher. The detached implant coil was not returned. Based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in catheter¿ report was confirmed. Damage to the axium prime pusher can occur if the device is advanced/retrieved against resistance. Possible causes of ¿coil resistance/stuck in catheter¿ include using an incompatible catheter, catheter damage, lack of hydration before the procedure, not maintaining a continuous flush, or tortuous anatomy. However, the cause could not be determined due to insufficient information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil got stuck in the microcatheter. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm in the left anterior communicating artery with a max diameter of 2 mm and a 1 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the axium coil got stuck in the microcatheter and could not be delivered to the aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that the cause of the coil resistance was not determined. The resistance was located in the distal section of the catheter. The coil came out of the introducer sheath smoothly. There was kink, damage to the coil observed after removal. The catheter was not a medtronic product.